Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault alarm during operational verification procedure (ovp). Turbine differential pressure transducer fails calibration at 60. There was no patient involvement reported with this event.

Manufacturer narrative:
Result of investigation: the reported complaint was not confirmed through the events log or duplicated during functional check. Visually inspected vela pcba, found no signs of misuse or damage. Installed pcba on to a known good vela test fixture and connected unit to ac power. Powered unit into user mode, where the unit would ventilate normally using default adult patient settings. Cycled the power into service mode and reviewed of the events log showed xdcr fault occurred (2, 0, 2815) recorded on 16aug22 (date of incident). No new xdcr events were recorded. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.